Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was not cutting to the correct depth as set on the dermatome. No harm or delay was reported, no additional information is available.

Event description:
No additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4: (B)(4). The device history record for zimmer air dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 21 december 2018, it was reported from (B)(6) hospital that a dermatome was not cutting to the correct depth. The customer returned a zimmer air dermatome, serial number (B)(4), to zimmer australia on (B)(6) 2018 and the device was forwarded to zimmer taiwan for evaluation and repair. Evaluation of the dermatome by zimmer taiwan on 28 january 2019 and found that the depth bar was loose, noting that he was able to move it side to side and front to back. Upon further evaluation, the technician found that the motor, bearings, o-ring, reciprocating arm, the external e-ring, and the hinge throttle gasket were defective. Repair of the device on 30 january 2019 involved replacing the motor, multiple bearings, o-ring, reciprocating arm, the external e-ring, and the hinge throttle gasket as well as recalibrating the device and resetting the control bar. The technician then tested and verified that the device was functioning as intended and it was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2018. While the service technician found that the control bar was loose and could be adjusted, which would cause the dermatome to not properly guide the blade during use and take an improper graft, it cannot be determined as to what caused the control bar to loosen. Therefore, a specific root cause of the dermatome not cutting to the correct depth cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.